Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2019-03997, 3006705815-2019-03998. It was reported that the patient was showing signs of a minor infection. The patient was then given antibiotics. An I&d was performed on (B)(6) 2019 for the infection. The patient has been displaying improvement and healing.

Event description:
Additional information revealed that the infection was located at the ipg site. Therefore, the leads did not cause the infection.